Manufacturer narrative:
H10: the customer was provided repair/replacement information. As of 17mar2021, this device has not been received by the factory repair bench for evaluation. The complaint allegation cannot be confirmed. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The biomed reports no audible tones from the mx40. The device was not in use on a patient.